Event description:
It was reported that balloon rupture occurred. A 6.00mm/ 2.0cm/ 50cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon fifth inflation. The device was removed from the patient's body without any problem. The procedure was completed with a different device. No complications reported and patient was good post procedure.